Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gear seized, jammed and was moving heavy and running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by germany that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the gear was seized, blocked, heavy moving and running rough. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.